Event description:
The patient's treating physician called the manufacturer and reported that their patient for the past two months has had an increase in seizures. She had 16 seizures in (B) (6) and 13 in the month of (B) (6). He stated in (B) (6) 2009, the patient had only a fraction of this amount. Last good diagnostics were done (B) (6) 2009 and were reported to be within normal limits. The treating physician wasn't sure if their current seizure rate is above pre-vns baseline. The patient is developmentally delayed, but no report of patient interaction with this vns lead that was witnessed and patient denied or fall preceding/trauma preceding their high impedance results. The site was informed of our recommendations to program the vns off. X-rays were received for review. The generator placement appeared to be normal and filter feed-throughs appeared to be intact. The lead connector pin did not appear to be fully inserted into the generator connector block based on the view available. A strain relief bend did appear to be placed per manufacturer labeling recommendations. The strain relief bend appeared to be the full 3 cm and at least 1 cm of the lead was parallel to the nerve following the anchor tether. A strain relief loop was, but not complete. Three tie-downs were utilized. One tie-down was placed laterally to the anchor tether securing the bend and the other two were utilized to secure the incomplete loop. There was some lead body behind the generator that could not be assessed. No acute angles or lead discontinuities were observed in the portions of the lead body that could be assessed. It was additionally noted that there were some portions of lead and tie downs seen in the chest and neck area from the patient's last implanted vns lead. Based on the x-rays reviewed the appearance of the lead pin not being fully inserted could possibly be the cause of the high lead impedance, but because portions of the lead could not be visualized a lead discontinuity cannot be ruled out. The patient has been sent to their surgeon for evaluation in the or to see if there is a lead issue or a pin connector issue causing the patient's high lead impedance. No date is set at this time for surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities noted although it is possible the lead pin may not be fully inserted into the header of the generator. Device malfunction suspected, but did not cause or contribute to a death.